Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a revision/replacement surgery because their rechargeable ins needed to be charged more frequently than the patient wanted to charge it. It was reported that the patient was charging once every three days. The patient reported that they had to have the ins removed well before it reached the expected end of service time frame and that it was replaced with a primary cell device. No further complications are anticipated.